Event description:
It was reported the patient presented for follow-up post-implant. Upon examination, it was discovered the atrial leadless pacemaker (lp) had migrated to the inferior vena cava. The lp was explanted and replaced. There were no patient consequences.

Event description:
New information noted the dislodgement was discovered by loss of capture and chest x-ray verified the dislodgment.